Event description:
The user had a patient sodium result that repeated higher than the initial result. The initial result was 129 mmol per l, so they repeated it on their other c501 and got 135 mmol per l. The user recalibrated and then got a result of 134 mmol per l on the same sample. The erroneous result was not reported. The field service representative determined there was a defective ise probe valve. He replaced the valve, av2 assembly, squeeges, vacuum probe diaphragm and all seals. To verify the analyzer performance, he ran controls and multiple precisions with acceptable results. He also noted the site was not using the 13 mm adapters for the sample racks as recommended.

Manufacturer narrative:
The investigation determined issue was caused by an incorrect handling of the standard low, high and quality controls. The calibrators were being used on one instrument then stored and used 2 hours later for calibration on the other instrument. Product labeling states calibrator solutions should only be used once. No instrument malfunction was detected. No adverse events in relation to the issue were reported.

Event description:
The user had a pt sodium result that repeated higher than the initial result. The initial result was 129 mmol per l, so they repeated it on their other c501 and got 135 mmol per l. The user recalibrated and then got a result of 134 mmol per l on the same sample. The erroneous result was not reported. The field service representative determined there was a defective ise probe valve. He replaced the valve, av2 assembly, squeegees, vacuum diaphragm and all seals. To verify the analyzer performance, he ran controls and multiple precisions with acceptable results. He also noted the site was not using the 13 mm adapters for the sample racks as recommended.